Event description:
The doctor stated that the patient was recently implanted and the generator is already at about 25%. The physician believes this is a bad battery. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient had surgery for a generator replacement. The generator has been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The failure mechanism of premature battery depletion is known and specific to affected laser-routed generators. Due to the disparity between the battery voltage and battery consumption value, this generator appears to exhibit this failure mechanism which included contaminants on the edge of the printed circuit board assembly (pcba).